Event description:
It was reported that stent was loosen. A 8.0x30x135cm express ld vascular stent was unpacked; however, during flushing, it was found that the stent was loosen. The device was not used and never entered the patient's body. No patient's complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Manufacturer narrative:
B5. Describe event or problem-updated. E1: initial reporter facility name: (B)(6). Device evaluated by MFR: a express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that stent was loosen. A 8.0x30x135cm express ld vascular stent was unpacked; however, during flushing, it was found that the stent was loosen. The device was not used and never entered the patient body. No patient's complications were reported. It was further reported that the physician didn't attempt to reconstrain the stent and completed the procedure with another of the same device.